Manufacturer narrative:
It was reported that the patient experienced pain and urethral scarring following surgery. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 7/29/2019 . (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (b)96) 2015 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent revision surgery on (B)(6) 2019. No additional information was provided